Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported back-up vvi could not be conclusively determined.

Event description:
During follow-up, the device was in backup vvi following a vibratory alert. The device was reprogrammed and normal functioning was restored. There were no consequences for the patient.